Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n321986004, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 16-feb-2014, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 23-nov-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving 2000mcg/ml gablofen at 2000mcg/day via an implantable infusion pump for cerebral palsy and epilepsy. It was reported that the hcp received a report on either the 23rd or 24th of october 2019 that the patient had a grand mal seizure. The patient showed signs of withdrawal. The patient was taken to the emergency room, and then on (B)(6)2019 the patient was transferred to a hospital where a CT scan was performed that showed that the catheter had migrated out of the ventricle. The patient was admitted to the intensive care unit and intubated. The pump was aspirated on (B)(6) 2019 and was shown to have the correct amount of drug. The old catheter was removed and a new catheter was placed into the ventricle. It was reported that the issue was resolved at the time of the report. The patient's status was noted as "alive, no injury." No further complications were reported.